Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out. During the procedure, the physician noted insulation abrasion on the atrial lead, the lead was capped and replaced on (B)(6) 2016. The patient experienced any adverse consequence.